Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed through merlin.net transmission. Noise was reproducible with device and lead manipulation around the pocket. Physician could not confirm any obvious signs of lead damage through visual inspection and fluoroscopy. Insulation damage further down the lead was suspected. Lead was capped and replaced on (B)(6) 2017 and no more noise was seen with pocket manipulation. The patient did not experience any adverse events and was stable following the procedure.